Event description:
X-rays were received for the patient. There were 3 images provided that could be reviewed. The generator was placed normally per labeling. The connector pin of the lead could be confirmed to be fully inserted inside the connector block. The feedthru wires appeared intact. The electrodes appeared to be placed per labeling. A small portion of the lead was behind the generator, making the lead difficult to assess in this area. There were no apparent sharp angles or gross fractures of the lead that could be seen in the images given. The wires at the lead connector pin were unable to be assessed based on the quality of the images received.

Manufacturer narrative:
Adverse event or product problem, corrected data: adverse event. Supplemental MDR #1 inadvertently did not include information regarding patient¿s seizures. Outcomes attributed to adverse event (check all that apply), corrected data: other serious. Supplemental MDR #1 inadvertently did not include information regarding patient¿s seizures. Describe event or problem, corrected data: it was reported that the patient experienced a recent change in seizure occurrence. Supplemental MDR #1 inadvertently did not include information regarding patient¿s seizures.

Event description:
It was reported that the patient experienced a recent change in seizure occurrence.

Event description:
Clinic notes were received on 9/12/2016 for patient¿s referral for surgery. Clinic notes report that high impedance was seen and that x-rays did not indicate any possible lead break or other issues. Per the referral, patient is only getting the generator replaced due to ¿high lead impedance on system diagnostic test¿ and no lead revision. The nurse believes that an alternative to a possible lead issue, the ¿battery may be acting up and not interrogating properly¿ resulting in the high impedance. Clinic notes indicate that the patient has had in increase in seizures and a worsened mood that are possibly due to the vns being less effective. Notes also indicate that the patient coughs when magnet is used, indicating that the patient is ¿getting stimulation despite likelihood that battery is not working appropriately¿. No known surgical intervention has occurred to date.

Event description:
Patient underwent generator replacement. High impedance was seen with the explanted generator (dcdc-4 on system diagnostics) and on the newly implanted generator (5695 ohms) but the lead was not replaced. Per the explant facility, the explanted devices are discarded and will not be returned.

Event description:
High impedance with dcdc of 6 was observed on system diagnostic test on patient's vns device. There is no known recent trauma that could have contributed to high impedance. The device remains turned on. The patient was referred for x-rays. No known surgical interventions have occurred to date.

Event description:
No known surgical interventions have occurred to date.